Manufacturer narrative:
The customer reported that the system embedded laser¿s lights would flash, but the laser function never became available during the surgery. There was no patient impact. The case was completed by using an alternate system. The company representative examined the system and was able to confirm the reported event. The core module was replaced. The system was then tested and met all product specifications. The system was manufactured on december 16, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming core module. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that there was no laser power during a vitreo-retinal surgical procedure. The system was exchanged to complete the procedure. There was no harm to the patient.